Event description:
It was reported that a device movement occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2024 computed tomography (CT) identified the closure device had shifted and rotated within the laa. The closure device had partially moved into the left atrium and no longer sealed the laa. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. And media review: the returned device consisted of a watchman flx closure device without the delivery system. The implant was visually and microscopically examined. Visual inspection identified the implant frame was misshapen and an implant fabric tear was noted during microscopic evaluation. Damage to the implant is consistent with device explantation. Product analysis could not confirm the reported event of implant movement as clinical circumstances could not be replicated. Media from the clinical procedure was provided to bsc and reviewed by members of the bsc training team, r&d, medical safety, and clinical specialists. The media review concluded: the device did not seem adequately compressed and proximal in 135. The shift was confirmed at follow up. The device did not meet pass criteria during implant and shifted further. The watchman flx IFU includes the following instruction: 15. Closure device release criteria: position, anchor, size, and seal (pass criteria) a. Position: plane of maximum diameter of the closure device should be at or just distal to the laa ostium, while meeting all other pass criteria. B. Anchor: gently pull back and then release deployment knob to visualize movement of closure device and laa together. C. Size (compression): measure plane of maximum diameter of closure device. D. Seal: ensure all lobes of the laa are distal to closure device and sealed. Per the media review, the closure device did not meet pass criteria prior to release.

Event description:
It was reported that a device movement occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2024 computed tomography (CT) identified the closure device had shifted and rotated within the laa. The closure device had partially moved into the left atrium and no longer sealed the laa. No patient complications were reported. It was further reported in (B)(6) 2024 the patient underwent a procedure to percutaneously explant the closure device. The closure device was successfully removed and no patient complications were reported. The patient was discharged one (1) post procedure.

Manufacturer narrative:
B5 describe event or problem updated. D6b explant date updated. H6 impact codes updated.

Event description:
It was reported that a device movement occurred. In (B)(6) 2023 a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination in (B)(6) 2024 computed tomography (CT) identified the closure device had shifted and rotated within the laa. The closure device had partially moved into the left atrium and no longer sealed the laa. No patient complications were reported. It was further reported in (B)(6) 2024 the patient underwent a procedure to percutaneously explant the closure device. The closure device was successfully removed and no patient complications were reported. The patient was discharged one (1) post procedure.